Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. No adverse patient effects have been reported.

Manufacturer narrative:
The pocket was opened and cleaned out and then the device was placed back into the pocket. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.